Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the dermatome was not making clean/even harvest. It is not believed that an additional skin graft was needed. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was catching and not making a clean/even harvest. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was october 6, 2017 where it was reported that the device needed repair/ annual maintenance and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on january 30, 2018 revealed that the complaint was not able to be duplicated. The calibration and motor speed were both within calibration and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on january 30, 2018 which included replacement of the bearings and width plate screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection it was noted that the complaint was not able to be duplicated. The calibration and motor speed were both within calibration and the control bar was in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the complaint was not able to be duplicated. The calibration and motor speed were both within calibration and the control bar was in the correct position. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.